Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, from a healthcare provider (hcp) and company representative (rep). Reporting, that a catheter revision was scheduled for (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2023 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) and consumer via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 380.0 mcg/ml (dose unknown) and morphine 7.0 mg/ml (dose unknown) via an implantable pump for unknown indications for use. It was reported that the patient had increased pain. There were no environmental/external/patient factors that could have led or contributed to the issue. Diagnostics/troubleshooting included attempting a dye study, however, they could not clear the catheter. It was reported that the catheter was occluded. No actions/interventions were taken. The physician wanted to monitor and then decide if the catheter should be revised. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". A surgical intervention did not occur and it was unknown if one was planned. The patient's weight and medical history was asked but was unknown.